Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, the customer experienced high blood glucose levels. It was stated that the customer changed the infusion set, but not the reservoir. The following day, the customer noticed a leak past the o-rings of the reservoir.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.